Event description:
On (B)(6) 2023 a patient underwent surgery in which t9 to s2 was fixated using the reline system. On an unknown date the patient sustained a fall and was evaluated at an outpatient clinic and sent home. At a later, unknown date the patient was taken to the emergency room for paralysis. On (B)(6) 2024 a revision surgery was conducted as it was found the patient sustained a vertebral fracture at t8-9 for which the construct was extended by adding pedicle screws to t5 to t7 and extending the rods.

Manufacturer narrative:
No device has been returned to nuvasive as no product complaint was reported and the devices are still in-situ, no radiographs were provided so the complaint could not be confirmed. The patients bone quality is unknown. It was reported that the patient experienced a fall, which was likely the cause of the vertebral fracture although no details or information were provided in relation to the nature of the reported paralysis so no root cause can be determined. No product failure was reported and no additional investigation can be completed. Labeling review: "contraindications contraindications include, but are not limited to...4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include...fracture of the vertebra, neurological, vascular or visceral injury... Decrease in bone density due to stress shielding...nerve damage due to surgical trauma...paralysis..." "Warnings, cautions and precautions the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided..." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..."